Event description:
Guidewire caught between stent and vessel wall. It could not advance or withdraw. Could not remove guidewire and it accidentally broke. Pt taken to surgery for 3-vessel cardiac bypass. This surgery would have been performed regardless of guidewire incident. Death of pt not attributed to incident. Incident is a possible complication of the procedure.